Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge intermittently was fluctuating, and subsequently resulted in the pump unexpectedly shutting down. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.